Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the glucocard vital meter was giving variable readings. Patient got a reading of 22 and within a minute she took her sugar again and got 143. She believes the meter is not giving her an accurate reading. She is feeling fine and she thinks that the meter is not working properly. She was storing the bottle of strips in the kitcken's bar, went over the proper techniques. She also did a solution test and it was within the normal range. Replacing product.